Event description:
The customer contacted physio-control to request service on their device. There was no patient use associated with the reported event. Upon evaluation of their device, physio observed that the unit would not charge when prompted. As a result, defibrillation was not possible.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that the wire harness had disconnected at a pcb-mounted jack connector, designator j21, located on the therapy pcb assembly. Physio then reconnected the wire harness and completed other unrelated repairs to the device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.